Manufacturer narrative:
Inherent risk of procedure - dissection. Related to operational context- event most likely related to the attempt to advance the device through an eccentric, occluded severely calcified lesion therefore procedural related. Deformation problem- catheter detachment. (B)(4).

Event description:
It was reported that due to difficulties in overcoming the occlusion, the total across device was used as support a further re-canalization catheter, however it was reported that the occlusion of the below-knee artery was too calcified and could not be exceeded. An attempt was made to try to get back with the catheter; this one is too narrow in the artery. And after several attempts to retract the catheter, the catheter rips. In order to remove the catheter fragment, plier forceps were used and it was possible to fully recover the fragment. Maneuvers (via forceps) to remove the catheter fragment/s led to smaller dissections which required stenting. Evaluation summary: the device was found broken at the interface between the full hypotube and the spiral cut hypotube approximately 130 cm from the hub. The lengths of the two broken parts were measured and the results are in line with the product specification, therefore the tube was not stretched before the breakage. A visual inspection and a tactile inspection were carried out on the device, and it was found a kink at 5 mm on the proximal end of the broken distal part of the total across. Procedural images: procedural images were provided for review. From a review of the images it was possible to see the broken distal section of the total across stuck in the anterior tibial artery. The images also show the use of a snare device to recover the distal section of the catheter

Event description:
The physician was attempting to use a total across crossing catheter to treat a lesion in the anterior tibial artery . The lesion was a focal lesion that was eccentric and occluded with severe calcification. The device was been used with a non medtronic guide wire and a 6f non medtronic introducer sheath. Using ipsilateral approach the device was unable to cross the lesion. The total across catheter was pulled back; it tore (broke) the distal portion of the catheter at the transition from hydrophilic coating. No patient complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).